Manufacturer narrative:
The display was blank due to a faulty capacitor on the interface board. The insulin pump was returned with an scratched case and a loose motor support disk.

Event description:
It was reported that the display on the insulin pump was blank. The reported blood glucose reading was 295 mg/dl. Troubleshooting was performed, but the display could not be restored. The customer also reported that there was a crack in the insulin pump's casing. Nothing further was reported.